Manufacturer narrative:
(B)(4) concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 009090. The 139254, m2a-magnum 42-50 mm tpr insrt-3, 288770. 11-104114, mlry-hd por fmrl 14 x 175 mm, 344830. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel that the patient underwent right total hip arthroplasty. Subsequently, the patient underwent a revision procedure due to patient allegations of pain, hip synovitis, and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 48mm, part # 157448 from lot 137420, was returned and evaluated against the complaint. Upon receipt, the head is assembled with a taper insert. Visual inspection found one of the circular cutouts of the insert to be heavily gouged. White debris is present in the taper of the insert. The head is gouged on the rim in a location corresponding to the gouged circular cutout of the insert. The head also exhibits additional scratching. The outer radius is scuffed and worn consistent with metal on metal construction. The surface finish is degraded in one location where the outer radius is now rough. The additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of op notes indicated that during the revision, pseudotumor with necrotic tissue excised. Several pockets of metallosis and metal debris noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right revision due to pain, hip synovitis and metallosis approximately nine (9) years post initial surgery. Pseudotumor with necrotic tissue excised. Several pockets of metallosis and metal debris noted.